Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0217223v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-33, lot# j0214236v, implanted: (B)(6) 2002, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator stopped working. It was noted that the patient always left her ins on and turned it down in the evening. However, last night the patient noticed her ins seemed lower than normal, and thought her ins was off. The ins was actually turned up ¿high¿ but the patient did not feel it. It was reported the patient had programs 1 and 2 active to go down her legs, and they were at 730. It was verified that the patient¿s device was on, and that the patient is normally at 6.10-6.20 volts at the highest because it ¿makes her teeth rattle.¿ further, it was noted the patient experienced pain the last few days. There was no known accident or incident related to this complaint. The patient had an unrelated appointment with her healthcare provider later to get a shot in her back because it was reported she had pain there, too. It was further reported the patient had no stimulation, and lost all stimulation sensation on monday night. No falls, trauma, medical procedures, or anything unusual reported that day. It was reported that when the manufacturer representative programmed the patient and increased the maximum amplitude, pulse width, and frequency, the patient reported no stimulation. It was reported that impedance measurements were performed and noted to be normal. Impedance measurements were as follows: reference 0; electrode 4- 895 ohms- 4743 ohms; reference 1: high 4303 ohms and electrode 0-978 ohms; reference 2: high 6479 ohms and low 2589 ohms; reference 3: high 7986 ohms and low 2589 ohms; reference 4: high 5190 ohms and electrode 0-895 ohms; reference 5: high 4980 ohms and electrode 4- 907 ohms, electrode 6- 870 ohms; reference 6: high 5226 ohms and electrode 5- 870 ohms; reference 7: high 7986 ohms and low 3072 ohms. It was reported that programming was performed and found that at 0-4+: 8.1volts the patient experienced a bad sensation from the foot to top of leg, like shocking. The patient was able to be reprogrammed using electrode 0-1+, and she felt appropriate stimulation on both legs, and it covered her pain needs.